Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 13 march 2024 from a customer in saudi arabia. It was reported that on december 14th 2023, hamilton-t1 (sn (B)(6)) under software version 3.0.2, repeatedly alarmed for 'release valve defective' at start-up and failed the 'leak test' in pre-opp check. It also alarmed for various medium and high priority patient alarms earlier during ventilation. No interruption of ventilation or medical intervention was reported. According to preliminary analysis performed, the root cause associated to the reported issue could be related to: - leaky or defective obstruction valve (membrane is stuck). - message release valve defective appears after sw update to 2.2.0. Accordingly, the following correction may be considered: -the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. -check if obstruction valve is connected properly. -replace check valve assembly. Important: after the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in saudi arabia. It was reported that on (B)(6) 2023, hamilton-t1 (sn (B)(6) under software version 3.0.2, repeatedly alarmed for 'release valve defective' at start-up and failed the 'leak test' in pre-opp check. It also alarmed for various medium and high priority patient alarms earlier during ventilation. No interruption of ventilation or medical intervention was reported. According to preliminary analysis performed, the root cause associated to the reported issue could be related to: leaky or defective obstruction valve (membrane is stuck) message release valve defective appears after sw update to 2.2.0 accordingly, the following correction may be considered: the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. Check if obstruction valve is connected properly. Replace check valve assembly important: after the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.